Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgeon was not able to move the maryland bipolar forceps instrument's wrist properly. The movements of the instrument did scale appropriately but diminished and not in the intended direction. There were no delays/lag during movements. No friction/collisions were observed during the procedure. The surgical staff observed that the cords at the tip of the instrument were broken after instrument removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the movements were not in the opposite direction. The movements were chaotic or diminished because one of the cords that was manipulating from the disc was broken. The instrument did not have a smooth/continuous movement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues could not be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.